Event description:
A baxter service technician reported finding a infusor pump with "check flange alarm received upon initial testing". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). "Check flange" alarm received upon initial testing caused by malfunctioning barrel clamp. Cause unknown.